Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08377, 2134265-2015-08339. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that the motor drive unit five plus (mdu5+) stopped during pullback. Also, it was noted that a catheter disconnect/connect issue occurred often.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets specifications mdu-5 plus functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-08377, 2134265-2015-08339. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that the motor drive unit five plus (mdu5+) stopped during pullback. Also, it was noted that a catheter disconnect/connect issue occurred often.